Manufacturer narrative:
Analysis of the catheter identified a broken catheter anchor. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were fentanyl and bupivacaine, both with unknown doses and concentrations. The reason for use was chronic abdominal pain. It was reported that the patient reported increased pain symptoms. An x-ray was taken and dye study performed. Her catheter came down lower than originally placed. Catheter anchor broke and catheter move caudal away from therapeutic area. The event date was unknown. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Actions that were taken to resolve the issue included the patient¿s 8598a was replaced and they used a new anchor. The issue was resolved at the time of the report. The rep was in possession of the device and it would be returned for analysis. There were no further complications reported/anticipated.